Manufacturer narrative:
Upon analysis of this lead this event will be updated. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that during an implant procedure of a device this right ventricular (rv) lead displayed noise and high out of range pacing impedances. The lead was implanted. Subsequently, at a later date this lead was replaced and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory visual inspection of the lead revealed setscrew parks on the terminal pin and ring. There was a cut in the sutures sleeve which corresponded to the cut in the lead insulation indications that the suture sleeve was tied down. Detailed analysis revealed a fracture in the cathode coil and appeared to be underneath the suture sleeve tie down. The laboratory findings could have contributed to the clinical observations.